Event description:
It was reported that stent damaged occurred. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal right coronary artery (rca). A 4.00mm x 12mm liberté¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and upon inspection, it was noticed that the edge of the stent was lifted. The procedure was completed with a 4.0 mm non-bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).